Manufacturer narrative:
Concomitant medical products: IV access valve (vendor, model, lot unknown); syringe (vendor, size, lot unknown); therapy date: (B)(6) 2015. No product will be returned per customer. The customer complaint of extension tubing set was "loose", which resulted in a leak could not be confirmed due to the product not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the extension tubing set was "loose", which resulted in a leak of amphoteracin b. The customer did not specify which part of the tubing was loose. No patient harm reported.